Event description:
An epidural catheter was placed for labor analgesia. There were no complications during epidural catheter placement. The patient indicated she was more comfortable following placement. A continuous patient-controlled epidural analgesia (pcea) infusion of 0.1% bupivicaine with fentanyl 2 mcg/ml had been started at 12 cc per hour. The labor epidural protocol was followed. Approximately 5 hrs later, the patient expressed discomfort. The epidural pump was alarming. The pump had 87 ml infused and the bag looked full. The nurse believed that the pump was under-infusing the medication. The epidural bag was changed and the pump showed 33.06. The old epidural bag was emptied and measured 95 cc. The anesthesiologist was called to assess patient and her pain "possibly due to the pump not administering the correct amount of meds." The patient was re-bolused and the catheter was replaced. The epidural pump was removed from service and returned to the rental company who owns the pump. The rental company reported back that no issues or faults were found with the pump and they placed it back in service.